Manufacturer narrative:
(B)(4). Battery pack analysis: samples generally adhere to good construction practices with separator overlap and relative anode: cathode sizing. Samples 1-4 showed damage to the outside radius of cans. Samples 1-4 showed poor cathode mechanical integrity, possibly due to binder degradation. Samples 5-8 (exemplars) had much better cathode integrity. Although the condition of the samples precludes a definitive diagnosis, the following observations were made for sample 1 (b2c1): the separator had areas of damage consistent with a very localized thermal event. Low incoming ocv may be due to soft short between anode and cathode. Strong electrolyte odor prior to deconstruction could indicate that crimp seal was compromised. Very high series resistance observed in the eis scan is consistent with a ¿dry¿ cell. One scenario which may account for these effects (dents and localized separator damage) is that the battery was subjected to a shock causing the electrodes in sample 1 to briefly come into contact with each other.

Event description:
It was reported that the scrub tech put the battery into the device on the back table and within a minute heard a large audible pop sound. She checked the device and the battery was warm to touch and became too hot to touch and a " toxic stench" was coming from the device. Sales rep asked what to do with device for protection of staff. Sales rep was told to remove the device from the area in a basin or something that would not burn and place in another room. This is all the information provided as sales rep disconnected from call.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported by the sales rep that prior to a sleeve gastrectomy procedure, the battery was inserted into the back of the stapler. Several minutes after inserting it, the scrub tech heard an audible "pop" from the instrument table. As she investigated, she smelled a strong odor and when she grabbed the stapler, the battery and handle were very hot to the touch. The battery could not be removed and they removed the device from the or as quickly as possible. Case completed with another device of the same product code. There were no patient consequences reported. One device will be returned. Further additional information was obtained: the ¿pop¿ sound was heard approximately 3-5 minutes after the battery was inserted into the device. The device was lying on the back table with jaws open and no reload inserted when the event occurred. It is unknown how hot the device got, but no one was burned as a result. The odor coming from the device was described as an overwhelming, sulfur odor. About 1.5 hours after the event, the sales rep tried to remove the battery from the device, but was unable to. The device got warm during the attempt to remove the battery.

Manufacturer narrative:
(B)(4). The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The returned battery pack was inserted and removed without any difficulties during testing. No unusual strange noises were heard during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.